Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The test comparison was between a compact meter and an unknown roche meter. Attempts were made to determine what type of meter was used for the second test, but there was no response from the customer.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 26 mg/dl (compact) and 118 mg/dl (unknown roche meter). No adverse event reported. Return of suspect device was requested and replacement was sent.